Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The reported complaint is related to missing/incomplete segments/icon of the optium xceed meter. A tripped trend review was completed for the reported complaint and optium xceed meter, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported the adc blood glucose meter display was giving incomplete sequence and wrong date and time. Customer further reported he was having "high ketones with acidosis" on (B)(6) 2019 and was hospitalized and received unspecified treatment. No further information was provided by the customer and he declined to continue troubleshooting. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc blood glucose meter display was giving incomplete sequence and wrong date and time. Customer further reported he was having "high ketones with acidosis" on (B)(6) 2019 and was hospitalized and received unspecified treatment. No further information was provided by the customer and he declined to continue troubleshooting. Based on the information provided, there was no report of death or permanent impairment associated with this event.